Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor would stall and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for repair. The electric dermatome handpiece unable to work. A different power supply box was used however handpiece unable work. There was no harm or delay and the event occurred outside of surgery. Investigation found the motor would stall. No adverse event was reported as a result of this malfunction.